Event description:
It was reported that the distal end of the huber needle tubing fell off. It was stated that the tubing looks like it was cut with scissors. (B)(6) 2019: updated info: patient's father stated "happened while he was asleep peacefully, 5:20 am on 11/16. It leaked at the same spot (he woke up with saline spray near his face) here the tube meets the valve. I was doing the first regular saline flush prior to infusing lactated ringer. The needle had been in place for 4-6 days without any issues.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of ¿the huber needle tubing fell off¿ was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a an infusion set. Also received was a photograph depicting the label from a 20ga x 1¿ powerloc max safety infusion set (reference number (B)(4)) from lot number asdnf027. The first sample photograph depicted a portion of extension tubing with an engaged clamp. The tubing terminated at a break. The second photograph depicted a broken or detached luer adapter attached to an injection cap. Usage residues appeared evident in both photographs. While infusion set damage was evident in both sample photographs, inspection of those photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact. A lot history review (lhr) of asdnf027 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of ¿the huber needle tubing fell off¿ was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs depicting a an infusion set. Also received was a photograph depicting the label from a 20ga x 1¿ powerloc max safety infusion set (reference number 0142010) from lot number asdnf027. The first sample photograph depicted a portion of extension tubing with an engaged clamp. The tubing terminated at a break. The second photograph depicted a broken or detached luer adapter attached to an injection cap. Usage residues appeared evident in both photographs. While infusion set damage was evident in both sample photographs, inspection of those photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include material fatigue and sharp instrument contact. A lot history review (lhr) of asdnf027 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the distal end of the huber needle tubing fell off. It was stated that the tubing looks like it was cut with scissors. (B)(6) 2019: updated info: patient's father stated "happened while he was asleep peacefully, 5:20 am on 11/16. It leaked at the same spot (he woke up with saline spray near his face) here the tube meets the valve. I was doing the first regular saline flush prior to infusing lactated ringer. The needle had been in place for 4-6 days without any issues.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdnf027 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the distal end of the huber needle tubing fell off. It was stated that the tubing looks like it was cut with scissors. 12/02/2019: updated info: patient's father stated "happened while he was asleep peacefully, 5:20 am on (B)(6). It leaked at the same spot (he woke up with saline spray near his face) here the tube meets the valve. I was doing the first regular saline flush prior to infusing lactated ringer. The needle had been in place for 4-6 days without any issues.